Event description:
During a routine testing at a service center, it was reported that the roller pump of a heart lung console had erratic readings. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.